Event description:
On (B) (6) 2009, during a kit inspection, the sales representative noticed the incompass polyaxial screw had disassembled. The screw was not involved with a surgical event. The malfunction on a similar incompass polyaxial screw has been associated with an adverse event in the past.

Manufacturer narrative:
No pt involvement. Product was not implanted. Evaluation is pending.